Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed; however this failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(4) 2014. According to the complainant, during the procedure, there was significant resistance while trying to remove the balloon from the cbd. In the process of pulling a large stone out of the cbd, the catheter snapped in half at the biopsy port within the scope. The scope was removed from the patient and the remaining portion of the catheter was pushed out. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.